Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the ins was tilted and the patient had pain at the ins site. The patient had a revision and the stimulator was repositioned to be more flat. The issue has resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that shortly after being implanted, the top part of the battery was pointing out every time they were pulling their pants down or underwear down. Patient stated they had the healthcare provider go in and move the battery or straighten it back out where it wasn't poking out. Patient said in that process, they lost the functionality of the device that was supposed to increase or decrease sensitivity if they were standing, sitting, or laying. (Adaptive stim). Patient mentioned that the stimulation wasn't working right and wasn't doing what they thought it should be doing. Patient stated they stopped use of the device all together a couple months ago. Agent reviewed passive recharge mode information. Patient wanted to know what would happen if they chose to not have stimulator and leads removed. Agent reviewed MRI, theft detector, and general product specifications for implanted battery. The patient was redirected to their healthcare provider to further address the issue. Patient stated they will think about what to do next if they want to leave implant, or have it removed.